Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at maximum outputs and high pacing impedance measurements greater than 2000 ohms using a pacing system analyzer (psa). The lead was found to be fractured. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.